Event description:
Caller reported that temperature alarm 11 occurred while the pump was charging, though it was not exposed to extreme temperatures. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a pump replacement under warranty and guided the caller in placing the device into storage mode before returning it. The customer will use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery.